Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a lead revision. Prior to procedure, it was noted that the right ventricular lead exhibited high pacing impedance and noise, which signified that the lead was fractured. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.